Manufacturer narrative:
No data analysis was performed on inratio and reference results provided by customer since tests were done two days apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy criteria. No further investigation required. Per general description of complaint, sample used for inratio test was taken from an IV needle. Per product user guide, it is advised to "use only fresh capillary blood for testing." This improper sample technique may have contributed to the unexpected inr results. (B)(4). Due to this low occurrence rate, below the action threshold (B)(4) monitored by qa for corrective action, no further action is required at this time. No corrective action required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #246431. The allowable difference between inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 246431 are within the allowable bias. No discrepant results were produced on in-house meters. These meet the above criteria. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio=1.3, lab=ng. Date: (B)(6) 2011, inratio=ng, lab=2.3.